Manufacturer narrative:
D10: concomitants: 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6), 320-10-00 - equ reverse tray adapter plate tray +0: (B)(6), 320-15-02 - rs glenoid plate sup (B)(6) deg: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6), 320-38-00 - equinoxe rev 38mm humeral liner +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 53 yo male patient, who had another company¿s left shoulder components that had been revised to our company¿s reverse components, underwent a revision procedure. The humeral stem was loose and was changed to a cemented stem and constrained liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available. They were disposed of by the hospital. No device images were provided. No further information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from humeral stem loosening as reported. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.